Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) was above 540 mg/dl with diabetic ketoacidosis. The customer attempted to resolve bg with 3 unit manual bolus however, the customer was ultimately taken to the hospital. The customer was treated with insulin infusion with potassium and fluids, and an insulin pen which resolved the issue. The customer was released on (B)(6) 2020 with no permanent damage. The customer reverted to manual injections for alternate insulin therapy.